Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated showing the eri battery status. The eri battery status was triggered on (B)(6) 2024. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. In a next step, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electrical module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Further extensive analysis of the battery, including destructive analysis, identified an elevated internal battery impedance, leading to the activation of the eri battery status. In conclusion, the therapeutic functionality of the device was tested and proved to be fully functional. Further investigations revealed an elevated battery impedance as the root cause of the eri activation.

Event description:
It was reported that the device was explanted due to eri status. The event became reportable due to product analysis results.